Manufacturer narrative:
Abbott field service inspected the analyzer and discovered lots of crystallization on the diverter, load and unload - mouded base and the surrounding areas, which were cleaned to remove the crystallization. It was determined that the cause of the issue was the diverter, load and unload - moulded base. A review of the service history for the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for diverter, load and unload - mouded base identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for alinity I/architect ia systems revealed no systemic issues or adverse trends related to the discrepant result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Manufacturing documentation associated with the part were reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer reported a false positive architect total b-hcg result while using the architect i2000sr analyzer. The sample generated an initial result of 33501.81 iu/ml and testing of a second tube from the patient generated a negative result of <1.2 miu/ml. The original sample was tested diluted 1:5 generating <6 miu/ml and neat generating <1.2 miu/ml. No impact to patient management was reported.